Event description:
It was reported that the ilet pump displayed recurrent alert 38 indicating consecutive stalled motor events during use; the patient could only fill the tubing to approximately 80 units and received the same alert when attempting to rewind despite multiple restarts. Symptoms included no reported adverse clinical effects. Outcomes included guidance to use backup therapy because insulin delivery and meal announcements were not reliable. Investigation included remote troubleshooting with a dry run and instructions to shut down the device to avoid further alerts, along with verification of shipping details and return logistics. Investigation of this case revealed a suspected motor stall malfunction consistent with an internal pump motor or drive mechanism issue. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the motor/drive system. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.